Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote transmission showed episodes of non-sustained vt but morphology indicated supraventricular tachycardia. Programming changes were made. Patient condition was stable.